Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-nov-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that at the last refill, 18 ml were taken out of the pump. The patient has been complaining of increased pain. A dye study was attempted but unable to aspirate. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was in a wheelchair. Action: a surgery will be scheduled. The medical history and patient weight will not be available due to legal/confidential reason. The patient status was alive but no injury. The issue was not resolved.

Event description:
Additional information received from a healthcare provider inquired if the patient could still get a magnetic resonance imaging (MRI) scan with a kinked catheter. Discussed following pump guidelines and having it checked after the scan but explained drug may not be currently delivered.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient's increase pain was unknown. The cause of the inability to aspirate was unknown. Action/intervention: the patient was given oral medication, and the pump was turned down. Also, the catheter revision was scheduled but date to be determined.